Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the protective foot plate had been drilled into and broken off. It was determined that when the burr device was improperly loaded into the device and then installed into the motor device, the burr device did not seat properly in the locking chamber. It was determined that the device was forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr device was in direct contact with the neuro tip of the device. It was determined that when the motor device was started, the burr device drilled into or through the neuro tip. Therefore, the reported condition was confirmed. It was determined that the cause of the craniotome malfunction was failure to follow the directions for use. The assignable root cause was component damage caused by user error / abuse and possibly misuse. All available information has been disclosed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during post surgery in sterile processing, it was observed that the tip on the craniotome device was broken. The event was not reported to have occurred during a surgical procedure. It was reported that there was no delay in a surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown; however, the reporter stated that the event occurred in the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.